Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.

Event description:
It was reported that the patient was experiencing incontinence after 4 years from the artificial urinary sphincter (aus) implant surgery. It was also stated that the pump migrated down to the bottom of the patient's testicles. The physician recommended a revision surgery to be performed. No further information was provided.